Manufacturer narrative:
(B) (4). Hook & loop detached. Product was requested to be returned for evaluation and has not been received. Reporter did not provide the name of the user facility. (B) (4).

Event description:
The reporter claims that a patient was in her wheelchair using the hook & loop belt sensor. When the patient became agitated or was performing deep breathing exercise, the product came undone. The patient fell out of her wheelchair and hit her head. The alarm sensor sounded correctly. On (B) (6) 2010, the reporter was contacted and stated - the patient is wheelchair bound and that the patient is unable to walk and can only stand. The patient is taking routine medication. Post fall, the patient had a neuro check performed by the user facility medical staff. The patient did not require any sutures. There was no serious patient injury reported.